Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg(/dl) since mid (B)(6) 2016, and a1c levels have increased from 7.7 to 7.9 since starting pump therapy. Customer administered insulin injections to treat bg levels. Reportedly, customer believes that pump settings may be the cause of the elevated bg levels; however, review of the pump data by tandem technical support revealed that pump settings have not been changed since customer started using pump. Customer reported that they spoke with health care provider (hcp) on (B)(6) 2016 to discuss pump settings but hcp did not recommend any adjustments.